Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Previous follow-up report (MDR 2518422-2021-02281-2) section h6 has was incorrectly captured it has been corrected in this device.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that a patient developed an abscess on their left lung, and bacterial pneumonia related to a CPAP device's sound abatement foam. The reported information states the patient was hospitalized for five days in response to the reported events. The reported event is assessed as not related to the device in this case. Hence, the device did not cause or contribute to the alleged serious injury. The device was returned to the manufacturer's product investiagation lab for further evaluation. The external and internal aspect of the device was evaluated and evidence of sound abatement foam degradation/breakdown was observed in this device by the manufacturer. The manuafcturer observed moist spots on the sound abatement foam at the air output side of the blower box. Blower motor makes high pitch whiny sound while providing therapy. Unknown white and black contamination (dust like), inconsistent with degraded sound abatement foam, and some potential very small hairs and or fibers at the air input of the blower box was found. Unknown white powdery substance was observed at the air input of the blower box and throughout the blower box and on the top of the blower motor, the blower motor seal and inside of the blower motor seal and the blower motor. Slight black contamination, consistent with keratin was observed at the air outlet of the blower box was by the manufacturer. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and nine errors were observed. The manufacturer concludes that they confirmed the presence of sound abatement foam degradation in the device. Section d8, d9, h2, h3 and h6 was updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop an abscess on their left lung, and bacterial pneumonia. The reported information states the patient was hospitalized for five days in response to the reported events. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.